Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cable require replacement. A field service engineer, replaced the usb cable to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, the station is logging individuals out during a case, requiring them to log in alongside a witness. The customer stated that the issue happened during an active case. There were no adverse events or injuries reported based on this incident.